Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl. The customer also experienced other blood glucose levels such as 430 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated for high blood glucose with insulin pump or pen. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was using the insulin pump at the time of high blood glucose was reported. The customer was assisted with high pressure test and it was passed. The insulin pump will not be returned for analysis.